Manufacturer narrative:
Concomitant medical products: 1103 vad. Implanted: (B)(6) 2016; dvab1d4 ICD. Implanted: (B)(6) 2020 additional products: brand name: heartware ventricular assist system battery, model #: 1650de / catalog #: 1650de / expiration date: 31-mar-2017/ serial #: (B)(4), UDI #: (B)(4), no, device evaluation anticipated, but not yet begun, mfg date: 31-mar-2016, labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was not providing power. The patient did not recall the event, but seven controller power ups and pump starts and 16 power disconnects were seen on log files and associated with a single battery. The battery was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
###A supplemental report is being submitted for device evaluation. Product event summary: one controller and one battery were not returned for evaluation. A review of the battery¿s manufacturing records confirmed that the associated device met all requirements for release. Review of log file analysis revealed seven controller power up events logged on (B)(6) 2020. At 13:50:45, on (B)(6) 2020 at 04:50:26, on (B)(6) 2020 at 16:23:2020, on (B)(6) 2020 at 03:07:45 and at 09:40:10. No anomalies were recorded leading up to the losses of power. The controller was without power for 21 seconds, 25 seconds, 15 seconds, 14 seconds, 15 seconds, 2 minutes 22 seconds and 11 seconds respectively. Analysis of the alarm file revealed multiple power disconnect alarms were logged involving a battery within the analyzed period. During the power disconnect alarms, a safety alert word (saw) value was recorded indicating that a battery had a cell pair depleted below a voltage threshold. As a result, the reported events were confirmed. Based on the available information, a possible root cause of the reported power disconnect alarms could be attributed, but not limited, to a battery malfunction. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.